Event description:
It was reported that review of egms showed apparent non-physiologic noise on the lead which caused oversensing and aborted cardioversion. The pacing lead impedance and thresholds values are stable but isometric testing was positive. The lead was removed and replaced.

Manufacturer narrative:
Na